Event description:
It was reported that a patient underwent a ileocecal resection on (B)(6) 2013 and topical skin adhesive was used. During the procedure, the glass ampule broke and the broken glass ampule stuck out. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The evaluation found a shard penetration.